Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was replaced due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned. Additional information was received that was replaced due to charging issues.